Event description:
During remote follow up, decrease in sensing was observed on the right ventricular (rv) lead. A dislodgement was suspected but not confirmed. The patient was stable and will continue to be monitored.